Manufacturer narrative:
The actual device was received for evaluation, as well as a photographic sample. A visual inspection was performed on the actual sample and the returned photograph and it was noted that one small reddish particulate matter (pm) was found on the black rubber portion of the needle syringe plunger. The reddish pm was consistent with that of the stopper material of the calcium chloride vial rubber. The reported condition was verified. The cause of the reported condition was not determined. A retention sample was reconstituted per the instructions for use (IFU) to check if this issue could be duplicated. Using the needle syringe, the reddish rubber stopper of the calcium chloride vial was pieced and 5 ml of diluent was transferred to the thrombin vial. No red pm was observed in the needle syringe or the thrombin vial. The thrombin solution was mixed into the gelatin syringe and the contents were mixed back and forth successfully between the syringes for at least 20 times. There were no issues detected. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the syringe of a floseal hemostatic matrix kit. This was noted in the operating room. There was no patient injury or medical intervention associated with this event. No additional information is available.